Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: patient arriving to the ER of a possible rv lead issue. Rv lead noise and a rv lead safety switch. In the ER device was not capturing in the rv. Patient scheduled for new rv lead placement. Existing rv lead was capped.